Event description:
Customer reported that touchscreen of pump was cracked and shattered, rendering it illegible, and preventing interaction with the device. Recorded blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged to replace the pump, confirmed it was under warranty, and provided instructions for putting the pump into storage mode prior to return, which customer understood and acknowledged. Customer planned to use multiple daily injections as backup therapy.